Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report a hospitalization 7 months ago due to high blood glucose levels. The customer's blood glucose level at the time of admission was 200 mg/dl. The cause per the doctor was diabetic ketoacidosis. The doctor said the cause may have been due to a medication the customer was taking. The customer was not sure if the problem was due to the insulin pump or not, so the customer switched to multiple daily insulin. The customer stated that she would like to switch back to insulin pump therapy because the blood glucose control was better. No further details were provided.